Event description:
(B)(4) has received updated info from an attorney on the injury from a previous complaint involving a walker alleged distributed by (B)(4). It was initially complained that the claimant was sitting and tried to stand up with walker, when the walker legs bent causing him to fall and sustain minor injuries. (B)(4) has received a settlement letter on (B)(6) 2012 from the attorney that alleged that the claimant had sustained left proximal and distal fibular fracture from the incident. This MDR report is based on the complaint and medical records provided by the claimant's attorney.